Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two drawers failed to detect on the bus and required maintenance. The field service engineer (fse) guided the customer on resetting "not on bus" failures. The customer unplugged the drawer from the pyxis bus cable, waited 30 seconds, reconnected the cable, and powered the medstation back on. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es two drawer were failing to detect on bus and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.